Manufacturer narrative:
Investigation of returned suspect paxscan was unable to confirm reported problem. Installed cp2 in test imaging system. Cp2 powered up as expected. Paired cp2 with known good detector panel, at each power cycle and while under test the system readied as expected. Cp2 retained settings and both 2d and 3d imaging were successful. No problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect central processing unit (cpu). No parts have been received by manufacturer for analysis. On 04/27/2016, a medtronic representative performed an imaging system check-out, all areas passed. The imaging system did not start up and was unresponsive at boot-up, the generator bar on the pendant scrolling. In trouble-shooting, connected remotely to image acquisition system (ias) computer and found the generator setting was at ready and the detector setting was at not ready. Isolated stand-alone board was checked and found to be working properly. Pleora was also working properly and the light from the fiber optic to the detector was green indicating that there was not an error on the detector. Paxscan was getting power, however, no other leds were lit. By re-starting the imaging system and observing the leds it was determined that the paxscan was not working properly. No lights were lit during boot-up sequence, however, one red light appeared. The led display was not displaying anything. Paxscan was successfully replaced and programmed. Rad and gain calibration also performed ok. Back-up on usb performed ok. System functions checked ok. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system would not start. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.